Event description:
The customer reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to remove an o-ring found on the pneumatic tap and clean the area with an alcohol wipe. After inspecting the cartridge and ensuring it was undamaged, technical support assisted the customer in filling a new cartridge and completing the load process. The issue was resolved, and the customer was able to successfully load the cartridge onto the pump and resume insulin delivery.